Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage and no evidence of blood. Visual inspection determined that only the delivery device was returned. The green slide lock and the white plunger were depressed on the delivery device. It is not possible to confirm the reported event since the device was returned incomplete. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly as the seals were bent. A third heartstring device was used and failed to deploy as it remained inside of the delivery device. A replacement device was used to complete the procedure. The hospital, did not report any pt effects. Refer to MFR report #'s 2242352-2013-00481 and 01321 for the related reports.